Manufacturer narrative:
Investigation summary hemodynamic instability/major bleed/hypotension/anemia: the cause of the injuries cannot be determined due to insufficient clinical details. Low or blocked pump flow: due to a lack of sufficient clinical details, no data logs or product returned, the cause of the low or blocked pump flow cannot be established.

Manufacturer narrative:
Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinician narrtive an impella cp was utilized in a reported event for a 72 year old female patient with past medical history of bypass surgery/CABG. Upon impella cp placement in the cardiac catheterization laboratory (ccl), the automated impella controller (aic) displayed suction alarms at p-9 and p-8, and the device was subsequently adjusted to p-7 per the interventional cardiologist¿s request. Intravenous fluids were initiated per standard troubleshooting, and the patient¿s mean arterial pressure was noted to be concurrently decreasing. The patient required ongoing vasoactive and inotropic support in the intensive care unit. The patient became increasingly unstable, with a reported hemoglobin of 6.2, prompting multidisciplinary evaluation by intensive care, cardiology, and cardiothoracic surgery teams. A transesophageal echocardiogram (tee) was completed, and the patient was returned to the cardiovascular operating room (cvor) to evaluate for a source of bleeding versus potential va ECMO placement. Blood was noted in the chest in the setting of recent cardiac surgery, and the bleeding was noted to be unrelated to the impella device. No escalation of mechanical circulatory support occurred at that time. The patient experienced the following related to the pump. Major bleed and blood transfusion. No additional patient outcome information was provided. After a comprehensive review of the available information, the reporting event did not identify evidence suggesting a causal relationship between the impella cp and the reported bleeding event.